Manufacturer narrative:
Device evaluation of electrode belt has been completed. During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. Upon investigation the electrode belt was unable to recognize ecgs. The cause for the failure was contamination on ECG "d". The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged belt.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing.